Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure, within the stomach, performed on (B)(6) 2012. According to the complainant, during the procedure, after the clip was "clamped down on the patient's tissue", it failed to separate from the delivery catheter. The device was able to be withdrawn from the patient, and then the procedure was completed using a second resolution clip device without any further complications. Confirmation was received which revealed that the clip was tested prior to use. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.